Event description:
It was reported that the pump declared alarm 20 during pumping. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to load a new cartridge using proper technique and successfully resumed insulin therapy.